Event description:
It was reported that when the reload was opened, all the staples fell of the reload casing and could not be used. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2022. Batch # t5et6d. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received unfired, with the pan detached from the reload and several drivers out of position. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.